Event description:
The plaintiff's alleged that the patient experienced a cardiac arrest and all injuries associated therewith then subsequently expired, all of which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.